Manufacturer narrative:
Conclusion: customer to replace.

Event description:
It was reported by repair work order that the mattress cover was torn with reported fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.